Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system recently became ineffective at pain relief. In turn, troubleshooting identified the ipg to be inoperable. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up revealed therapy was restored upon completion of a software application update.